Manufacturer narrative:
(B)(4). Other text: implanted device remains.

Event description:
Per the clinic, the patient never received auditory benefit from device use and the issue could not be resolved, leading to device non-use. The implanted device remains. There are no plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.